Event description:
Boston scientific received information that the patient with this pacemaker had four episodes were the patient lost consciousness for up to 10-15 minutes. Last year. The field representative inquired how to mitigate this issue as well as how to compensate for atrial fibrillation (af) other than anti-tachycardia pacing (atp). Technical services (ts) discussed programming options to mitigate these issues. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.